Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was "getting pain every day." It was reported that the catheter must have kinked in (B)(6). Then it must have unkinked because the patient was overdosing, so the pump was emptied and saline was put in. In (B)(6) 2011 the patient "started falling asleep, standing up, and falling over." The patient would be in the middle of chewing food, and as choking on the food and no one could wake her up. The patient was having way too much medicine. The patient had been taking oral medication for a couple weeks and that wasn't happening. Then the rest of the dilaudid was withdrawn and that night the withdrawals "just went over the top" and the patient was in the emergency room the next morning. The patient passed out at one point.

Event description:
Additional information later reported that for 8 months the patient was so sick she was not functioning at all. The patient stated ¿it was brutal, when you go to the hospital and they tell you are a drug addict and won¿t help you¿. The patient¿s pump has been empty of pain meds for 2 years, was filled with saline and the alarm was off. The patient currently had no medical insurance and questioned if it would harm her or ¿do anything inside her¿, to leave the pump implanted. Per the patient ¿no hcp will touch me without insurance.¿

Event description:
It was reported that within a year of implant the catheter kinked. Healthcare (hcp) "fixed it" in (B)(6) 2010 and thereafter, in (B)(6) 2010, "it happened again". Patient lost her insurance in 2010 and in (B)(6) 2011 the pump was filled with saline. Patient was weaned off medication with oral meds with less than a month's medication starting the end of (B)(6) 2011. Patient experienced withdrawal in (B)(6) 2011 and went to ER after "dilaudid was finally withdrawn"; within 10 hours she couldn't control her thoughts or behavior. Patient was given dilaudid shots and that calmed her down. Patient had not visited her hcp due to insurance issues and other financial issues. The pump was delivering saline that "will run out soon". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a broken pump removed in (B)(6) 2014. The patient has it in them for many years without it working and finally found a doctor to remove it.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2008 (B)(6), explanted: unk; catheter pouch model 8590-1, lot# n132992, implanted: 2008 (B)(6), explanted: unk.